Event description:
It was reported from brazil that during an unspecified surgical procedure it was observed that the compact air drive device punched with a locked reverse button. It was not reported if there was a delay in the procedure due to the event. It was reported that there was an unspecified spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI - (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The compact air drive device was evaluated and the reported condition that there was a punch with locked reverse lock button was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device would not run, the mode switch resistance was too low, and there was component damage. It was further determined that the device failed pretest for general condition, check the attachment coupling, check the reverse locking mechanism with the oscillating saw attachment, check for free movement of the soft-mode switch, check the function of the device, and check the power with the power test bench. The assignable root cause of these conditions was determined to be traced to the user, which is user error. Correction: d9: the date returned to manufacturer was documented as august 24, 2023 on the initial report. This date has been updated to august 22, 2023.